Event description:
The event is reported as: complaint alleges that the products had broken mouth pieces. Complaint states that the mouth pieces were not used on patients. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent upon completion of investigation.